Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 8, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted form the patient's left eye due to blurry vision and reduced visual acuity. The lens was replaced with a non-johnson and johnson iol with an 0.5 higher diopter power than the suspect iol. There was no incision enlargement, vitrectomy or sutures done. The patient is good post-operative. No other information was provided.

Manufacturer narrative:
Ethnicity: unknown/asked but unavailable. The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.